Event description:
Healthcare professional reported via federal institute for drugs and medical devices (bfarm), "bia-alcl", "late seroma", and "capsular contracture" baker grade unknown. Bia-alcl was diagnosed by aspiration cytology and capsule biopsy. Histopathological markers, cd30 positive and alk negative, have been confirmed. This record is for the right side. The device was explanted with intact capsulectomy.

Manufacturer narrative:
The reported events are physiological complications, and device analysis typically does not help allergan determine the cause. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason(s) for reoperation is/are: "bia-alcl" confirmed, "late seroma" and "capsular contracture" baker grade unknown. Continued e1 establishment: (B)(6).